Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer patient. Product ID: 97755, serial# (B)(4), product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient would have difficulty connecting the controller to the ins or turning on the ins even when placing the controller very close to the ins. It was stated this happened "sometimes." It was reported that when she tries to change from group c to b the controller keeps spinning. The rep also reported the software problem error screen, which could be cleared by removing the battery or shaking the controller. It was also reported that the controller would lose the connection while recharging, and it was stated that this would happen without the patient moving. The patient also reported to the caller that once it displayed 100%, but then continued to charge for an hour until it said "finished". The rep states that the ins is prominent and has a small, negligible tilt. The rep also reported that throughout october the stim would get more intense and the patient has to lower it. Impedances are all green and adaptive stim is not enabled. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.